Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate was observed with a bladder rupture, which occurred after one (1) hour of infusion. The intermate was filled in by ganciclovir 300 mg with 250 ml sodium chloride 0.9%. The remaining solution inside the intermate was 5ml. The patient is connected through central subclavian vein access. According to the report, "an important blood venous backflow in the catheter was reported but without clinical consequence for the patient".this event occurred during infusion. No additional information is available at this time.